Event description:
It was reported that the target lesion was located in the mid left circumflex (lcx) with moderate tortuousity and moderate calcification. The xience v 3.0 x 28 mm stent was deployed at 16 atmospheres (atm). However, a distal edge dissection occurred. A xience v 2.75 x 15 mm stent was implanted to cover the dissection. No adverse patient sequela was reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.